Event description:
It is reported that three resolute integrity drug eluting stents were implanted in the rca in treatment of stent thrombosis and myocardial infarction. Five hours following this, the patient presented with an acute thrombosis in the area of the previously deployed stents and two more resolute integrity stents were deployed. Five hours following this, the patient again presented with an acute stent thrombosis and CABG was performed. It was also reported that the stents were post dilated and fully deployed to the vessel wall. The physician has indicated the patient may have a coagulation disorder.

Manufacturer narrative:
Results: inherent risk of procedure - stent thrombosis, patient's condition predisposed event - reoccurrence of stent thrombosis indicates a resistance to anti-platelet medication. Conclusion: device failure/lack of effectiveness related to patient condition device - reoccurrence of stent thrombosis indicates a resistance to anti-platelet medication. (B)(4).